Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The product was discarded by the site and therefore was not available for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigated dilator was bent. Issue discovered during sterile processing. There was no patient present when this issue was observed.